Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of 430mg/dl. Customer also stated that insulin was leak on the site portion of cannula and they able to change the infusion set. Customer declined troubleshooting for high blood glucose because of the leak of insulin. The device will not be return for analysis.